Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent canula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she accidently hit the pod against the car and the pod did not fall off so she continued to wear the pod. The pod was removed and she noticed the cannula was bent. She was able to activate a new pod and gave herself a correctional bolus of insulin (exact dosage was not provided). She went to sleep and her bg levels went down.